Manufacturer narrative:
UDI: (B)(4). Device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper reprocessing, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by switzerland that during service and evaluation, it was determined that the gear of the battery reamer/drill device was seized and blocked. It was determined that the moving parts of the trigger did not move smoothly, the locking mechanism was stiff/stuck, and the device had corrosion/rusting/pitting. It was further determined that the device failed pretest for check attachment coupling, trigger test, and functional test. It was noted in the service order that the device did not work. It was reported that the surgery was completed with the same like device, similar product or was sutured by hand. However, it was not specified if the event occurred during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.